Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that this patient had been in a hospital institution and a missed pump refilled occurred due to use error. The patient presented on the date of this report with an error code for an empty pump. The pump had been empty for 'several days.' The patient was noted to have a lot of adipose tissue and had not heard the alarm. The patient had no withdrawal symptoms; however, spasticity and tremor were present in relation to the absence of medicine. The pump was to be refilled on the date of this report. This device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that a dose reduction of 20% was performed on (B)(6) 2013. Both the low reservoir and empty reservoir alarms had sounded. There were no signs or symptoms of withdrawal from baclofen. The patient outcome was reported as "no injury/non-serious injury/illness/patient recovered without sequelae."

Event description:
The patient experienced 'underdose'.